Manufacturer narrative:
Findings: pump received with partially broken reservoir tube lip, reservoir tube missing o-ring, minor scratched lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner, and reservoir tube window cracked.

Event description:
A customer reported via phone call indicating physical damage on their insulin pump. The customer stated that issues started with their insulin pump after the device fell when they got up from using the bathroom. The customer stated that a piece of the reservoir compartment was broken. The customer's blood glucose level was 367 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.